Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a lack of reprocessing at the user facility. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection IFU states the preventative measures in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope had foreign material stuck in the working channel. There was no patient involvement. It was unknown when the event occurred. There was no patient or user harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation of foreign material is stuck in the working channel was observed and confirmed. Foreign material resembling seeds was found inside channel tube (ch-tube) and the suction cylinder (s-cylinder). The reported fault was from insufficient reprocessing. Additionally, due to damage to the suction tube, control section foreign objects came out of the distal end brush passage. The following findings were also identified and are as follows: the air/water cylinder had no color. The suction cylinder had no color. The suction cylinder had foreign objects. Due to wear of the angle wire, the play of the up/down knob was out of the standard value. Due to wear of the angle wire, the play of the right/left knob was out of the standard value. The channel tube had foreign objects. The light guide bundle had broken. The plastic distal end cover had a scratch. The adhesive on the bending section cover had a crack.